Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician made multiple attempts to advance the taxus express2 3.0x24 mm drug eluting stent to the lesion in the severely tortuous mid circumflex artery but was unable to cross the lesion. When the stent was removed, the struts were flared. It was the physician's opinion that he had used too much force trying to place the stent. The physician exchanged the guide wire and used a buddy wire to place a cypher stent. No pt complications were reported.